Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The unit had missing segments due to cracked zebra connector on lcd board. The unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.